Manufacturer narrative:
.

Manufacturer narrative:
Additionally implanted device: gore® excluder® aaa endoprosthesis pxc141000/13232964. (B)(4). The review of the manufacturing paperwork verified that the lot of the contralateral leg component pxc141000/13232964 met all pre-release specifications. 6. Results code 1: added code. The previously selected codes remain the same.

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, duplex ultrasonography and follow-up computed tomography imaging identified a type 3 endoleak. Perioperative images show that there was insufficient overlap between the pxc141000 and the plc271400 contralateral leg components due to a presumably erroneous reading of superimposing radiopaque markers and therefore a miscalculation as the devices were implanted in a cross legged manner. There was no endoleak observed at the end of the implant procedure. It appears the disconnection between the pxc and the plc occurred post-operatively after the (B)(6) 2015 procedure and that the pxc141000 component and had migrated distally with an unknown amount. On (B)(6) 2015, a contralateral leg component plc161000 was placed to bridge the disconnection and the anyeurysm was again excluded. An enlargement of the aneurysm was not reported. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, duplex ultrasonography and follow-up computed tomography imaging identified a type 3 endoleak. It was evident from perioperative images that there was insufficient overlap between the pxc141000 and the plc271400 contralateral leg components due to a presumably erroneous reading and therefore a miscalculation of superimposing radiopaque markers as the devices were implanted in a cross legged manner. It appears that the plc271400 component had disconnected form the pxc141000 component and had migrated distally with an unknown amount. On (B)(6) 2015, a contralateral leg component plc161000 was placed to bridge the disconnection and the aneurysm was again excluded. An enlargement of the aneurysm was not reported. The patient tolerated the procedure.